Manufacturer narrative:
It was reported that a drill bit got stuck in the drill adaptor s/n (B)(6), it was eventually able to be removed with mineral oil. This part was not returned for investigation. However, an investigation was already performed through a CAPA currently opened to address this issue and suggested that the drill adaptor design should be improved. D4 unique identifier (UDI) #: (B)(4).

Event description:
The company field service engineer was present for a seeg case. While drilling the first trajectory with an adtech drill bit, the drill bit became stuck in the 2.45 rosa drill adapter. They were eventually able to remove it with mineral oil. This caused a 10-15 minute delay.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: unknown.

Event description:
The company field service engineer was present for a seeg case. While drilling the first trajectory with an adtech drill bit, the drill bit became stuck in the 2.45 rosa drill adapter. They were eventually able to remove it with mineral oil. This caused a 10-15 minute delay.

Event description:
The company field service engineer was present for a seeg case. While drilling the first trajectory with an adtech drill bit, the drill bit became stuck in the 2.45 rosa drill adapter. They were eventually able to remove it with mineral oil. This caused a 10-15 minute delay.